Event description:
A device report from (B)(6) indicated a hospital in columbia reported: pt implanted on (B)(6) 2011 with plate and screws. On an unk date the plate was discovered to be bent and cracked. Medical/surgical intervention was needed.

Manufacturer narrative:
The investigation could not be completed, no conclusion could be drawn, as the product is entering the complaint system.